Event description:
The generator would not start and a spark was observed at the connection with the 230v cable.

Manufacturer narrative:
One ampere¿ rf ablation generator was received into the lab for investigation. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. . Ac power was then applied to returned device which failed to initialize, confirming the reported electrical issue. Additional component testing and inspection isolated the root cause to two loose fuses within the power entry module. Both fuses were reseated for the purpose of this investigation and normal functionality was restored to the system. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to an intermittent connection at the power supply board fuses.